Manufacturer narrative:
An olympus sales representative will follow up with the customer to advise how to troubleshoot the issue. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported that a b30 "scope communication" error occurs when the visera elite video system center is connected to the customer's cysto-nephro videoscope. The error occurred during preparation for a diagnostic procedure. It was further reported the error still remained on the screen when connected to another scope of the same type. No impact to patient care was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause is a degraded connector pin due to repeated use over 4 years. Another possible cause is insufficient drying of the electrical junction or cleaning of the video connector. A third possible cause is the presence of dust or dirt on the electric contact point. The IFU contains the following statements that describe proper drying of the electric contact points and may prevent the issue from occurring: -"make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." The device was repaired and the user reports no longer experiencing the issue. Olympus will continue to monitor the field performance of this device.